Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported " left side pain, left side "deformity", left side "pinhole leaks", and a exchange of textured devices due to product concern" this is for the left side device. The record remains implanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Health care professional later reported left side capsular contracture baker grade IV. The device has been explanted and replaced.

Event description:
Patient reported " left side pain, left side "deformity", left side "pinhole leaks", and a exchange of textured devices due to product concern" this is for the left side device. Health care professional later reported left side capsular contracture baker grade IV. The device has been explanted and replaced.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: visibility/palpability: unable to observe as it is a medical event that is not related to the device. Pain: unable to observe as it is a medical event that is not related to the device. Rupture no observed. Anxiety - product/procedure: unable to observe as it is a medical event that is not related to the device. Additional observation: red particles observed on the surface of the shell. Deformation observed. It is not possible to determine the lot number or catalog through the photos provided. No further actions are required as no manufacturing issues are observed. Clarification to d.9. Returned to mfg on: the device has not been returned.